Event description:
A lead break was discovered during product analysis on the lead that was returned for an unrelated event. The cause for the lead break is unknown. No serious injuries were reported due to the broken lead.

Manufacturer narrative:
Product analysis confirmed a lead break of unk origin in the positive coil.